Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature titled "a case of difficult pci due to perforation in the left main trunk (lmt) by the proximal end of stet implanted in the lcx " that stent protrusion occurred. The patient had acute myocardial infarction (ami) in 2004, and the pci was performed in the rca at other hospital. A taxus liberte 3.0x20mm stent was implanted to treat the 90% stenosed lesion located in the proximal left circumflex artery (lcx). An unspecified stent was implanted in the left anterior descending (lad) and the distal lcx. In 2015 the patient experienced frequent heart pain. Coronary angiography revealed 75% stenosis in the distal left main trunk (lmt). The proximal end of the implanted taxus liberte stent protruded about 2 "crown" into the lmt. The patient was admitted to the hospital for percutaneous coronary intervention. A runthrough guidewire was advanced in the lcx. An unspecified ivus catheter failed to cross the lesion. A non-bsc guidewire was advanced to the distal lcx to perform buddy wire technique, and then the ivus catheter was delivered and advanced in the stent. Both guidewires were confirmed to have crossed in the stent. After that, the non-bsc guidewire crossed the lad passing through the "carina" of strut using the crusade again. Ivus was performed and the physician determined that cross over stenting was necessary from the lmt to lad. The physician elected to use culotte stenting technique instead of mini crush stenting to perform cross over stenting. Pre-dilatation was performed with a 3mm non-compliant balloon, and then a 3.5x18mm non-bsc stent was implanted in the lmt to lad. After performing the proximal optimization technique, the non-bsc guide catheter recrossed the lcx, and the kissing balloon technique (kbt) was performed. The procedure was completed after confirming that the non-bsc stent was crushed against the lcx and the stent implanted in the lmt was well apposed on the final ivus.